Event description:
The consumer stated the string pulled out of her tampon and tampon pieces remained inside of her. She was able to remove pieces, but was not sure if she removed all remaining pieces. She is planning to visit her doctor to ensure there are no remaining pieces. She is not currently experiencing discomfort, but was diagnosed with endometriosis in the past and experiences abdominal pain, which is worst during her menstrual cycle.

Manufacturer narrative:
Device history record is in review. Info from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for eval at the time of this report.